Event description:
It was reported the gastrointestinal videoscope had blurry images. The event occurred in a service/maintenance setting. There were no reports of patient involvement.

Manufacturer narrative:
E1: establishment name: (B)(6). E1: address: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.